Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that there were no alarms until right at time of call. High pressure alarms occurred after the patient started moving excessively in bed. Alarms persisted after calming patient within seconds of restarting the pump. Pump was swapped for a second console with the same result. The rn confirmed there is no blood inside the gas tubing at any point. The clinical support specialist (css) suggested calling the physician to come in and remove the intra-aortic balloon (iab). The second iab insertion would be at physician discretion. The css called back into the unit and spoke with the nurse who was now caring for the patient. The patient is on a second iab with no issues all night and it was inserted in the same side with a sheath. Patient outcome: reported as being stable upon follow up call. Assist ratio decreased to 1:2 overnight. There were no reported complications or patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab "high pressure alarms" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time. Other remarks: for related complaint see MDR #3010532612-2018-00011 and (B)(4).

Event description:
It was reported by the rn that there were no alarms until right at time of call. High pressure alarms occurred after the patient started moving excessively in bed. Alarms persisted after calming patient within seconds of restarting the pump. Pump was swapped for a second console with the same result. The rn confirmed there is no blood inside the gas tubing at any point. The clinical support specialist (css) suggested calling the physician to come in and remove the intra-aortic balloon (iab). The second iab insertion would be at physician discretion. The css called back into the unit and spoke with the nurse who was now caring for the patient. The patient is on a second iab with no issues all night and it was inserted in the same side with a sheath. Patient outcome: reported as being stable upon follow up call. Assist ratio decreased to 1:2 overnight. There were no reported complications or patient death.